Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during dwell 2 of 4. The technical service representative (tsr) assisted the home patient (hp). The hp is still connected to the hc. The tsr had the hp cycle power and disconnect to remove the cassette from the hc to discard supplies. The tsr explained the alarm and advised the hp to contact the nurse. Product surveillance contacted the nurse on (B)(6) 2011. According to the nurse she was not aware of this event, however, there was no patient injury or medical intervention associated with this event. Additionally, the nurse stated that the patient has discontinued peritoneal dialysis (pd) therapy temporarily due to pre-existing issues. The nurse did not provide any further information. The nurse stated that the patient will resume therapy and confirmed that the patient's pre-existing issues are not related to pd therapy.